Manufacturer narrative:
No serious injury was reported as a result of this incident. Warranty for this device expired in september 2002. The device is not covered by contract and has been maintained by customer since warranty expiration. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Master link of the gantry chain broke while switching between treatment field with a patient on the table. The gantry rotated ccw from planned initial position and passed thru planned target position, as chain was broken in the middle, gantry rotated freely until hitting mechanical stop. The machine was installed in 2001, and warranty expired in september 2002. Machine is not covered by contract and has been maintained by customer since warranty expiration. Observer saw gantry pass through the target position without hitting the patient on table.